Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported having blood glucose readings of 46 mg/dl. It was reported that the customer had multiple occasions when the serter did not release the sensor after the second button press. Customer stated that the needle hub was stuck in the serter. No further information reported.